Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported a false positive while using aries sars cov (eua) (lot ab4341) on a patient sample. (B)(6) 2021 at 8:38am - 1st run resulted in positive (sample ID (B)(6)). (B)(6) 2021 at 10:54am - 2nd run resulted in negative (sample ID (B)(6)).